Event description:
On 2/10/00 the account reported a negative corzyme result (c/o=.459, smp-.598). The account questioned the negative result due to a confirmed reactive hepatitis b surface antigen result. The sample was repeated on 2/12 in singlet, the results were reactive (c/o=.363, smp=.175). No additional sample is available. A corrected report was issued based on reactive results. No injury was reported.